Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse tightened a loose sample probe; replaced a bent reagent probe, replaced cartridge chemistry sample collar wash and vertical mounting collar wash to resolve the issue. The primary cause was not identified. (B)(4).

Event description:
The unicel dxc 600 pro synchron system generated erroneously high tg (triglyceride, cartridge chemistry) results on two patient samples. The results were reported outside of the lab. There was no impact to patient treatment. Controls were run before and after the event. Proservice database (remote management system) shows there's no assigned mean for qc (controls). However, level 1 qc which usually runs about 100 mg/dl gave a result of 823 mg/dl.